Manufacturer narrative:
Concomitant medical products: w2dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was suspected the patient experienced infection at the pocket incision site. The complete implantable pulse generator (ipg) system was explanted and replaced on the opposite side. No further patient complications have been reported as a result of this event.